Event description:
It was reported by service report that the bed exit would not activate when the button was pushed on the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit label was interfering with engagement of bed exit.